Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The pt was receiving an unspecified IV solution. Reportedly, as the pt tried to sit up in bed, the extension set was pulled and the clave separated from the tubing. The pt's sitter noted the event and called the nurse. The nurse clamped the tubing. It was estimated that the pt lost approximately 1ml of blood. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions wre required.